Event description:
Olympus medical systems corp (omsc) was informed that during endoscopic retrograde cholangiopancreatography (ercp), the subject lithotriptor was used on patient. However, the basket broke. The doctor used a second lithotriptor but it also broke at the basket. The doctor was able to remove the lithotriptor and place a stent. The patient will receive the same procedure again. There was no patient injury reported regarding this event.

Manufacturer narrative:
The subject product was not returned to omsc. The exact cause of the user's experience could not be conclusively determined. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. According to the additional information from our distributor, it was reported that the stone was large and hard. Therefore, omsc considers that the calculus was too hard to crush and this caused the breakage of the basket wire. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following report: 8010047-2015-00598.